Manufacturer narrative:
The customer stated the last working day was the prior day. There was power to the tower, no power to other devices, which was verified by a yellow light, not green. Power cycling, by compressing the buttons to devices separately was tried without success. Verifying power cables from the device to the tower were connected/secure was recommended. Replaced power cables from working devices from separate cart, no avail. During a follow up call, the customer tried plugging the device directly into the wall outlet and the device powered on. It was stated the issue was to be with the cart. It was stated that the customer was able to continue/move forward with the procedure. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no power to the connected device on the tower. The issue was found during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no power to the connected device on the tower" was caused by a that the power of the device was not turned on due to the cart. Olympus will continue to monitor field performance for this device.